Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - a few days after implant the patient came to the hospital complaining of slight tingle to the level of the device. The physician has performed a fluoroscopy and he found the atrial lead rolled up above the device with the screw exposed; the ventricular lead was in the vena cava, also with the screw exposed. On (B)(6) 2015 the physician repositioned the leads without complications and he found that the fixing wire had not been tightened around the sleeve.